Manufacturer narrative:
Additional information was added to h3, h4, h6, h10. H4: the lot was manufactured between november 27, 2020 to november 28, 2020. H10: the actual device was not available; however, three (3) photographs of the sample were provided for evaluation. The photographs were visually inspected and a leak was observed at the port. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked at the port. The leak was identified during setup and preparation. There was no patient involvement. No additional information is available.